Event description:
Device 1 of 2. Ref MFR report # 1627487-2012-12174. The pt reported uncomfortable heating at the ipg site during charging. This started after the pt lost (B)(6) and her ipg is now closer to her skin. The pt reports the heating becomes uncomfortable after less than one hour of charging. Pt reports she is already following recommendations in the letter. She will take more breaks during charging so the charger does not get too for her. On (B)(6) 2012 st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction numbers: 1627487-07262012-002-r and 1627487-07262012-001-c. This ipg serial number was included in field advisories and in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.